Event description:
The customer reported to olympus, the colonovideoscope, displayed an e315 error alarm, and the "screen display of colonoscopy not matching". The issue occurred during reprocessing. The intended diagnostic procedure (enteroscope) was completed using a similar device with no delay. There was no patient harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection and testing found that the air water feeding was unsmooth due to deformation of nozzle, and the light guide plug had liquid intrusion. The e315 error did not appear after the device was dried. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed e315 error issue could not be determined, however, the issue was likely due an ingress of water into the scope connector during user handling/mishandling, resulting in an electronic component malfunction. The event can be detected/prevented by following the instructions for use (IFU) which states: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter.3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter.5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.